Event description:
During a transfemoral tavr procedure, there was severe paravalvular leak [pvl] following valve deployment. A second valve was implanted. The CT annular measurement was 400mm and a large calcification was observed at the annular level. Balloon valvuloplasty was performed and a 23mm sapien xt valve was positioned across the annulus and deployed 60:40 aortic:ventricular. The post deployment angiogram and tte showed severe pvl. An additional 1.0ml was added to the delivery system balloon and post dilatation was performed. There was no change in the degree of pvl. A second valve was implanted slightly more ventricular in a 50:50 position. The delivery system was removed and the degree of pvl was reduced to moderate. The patient remained hemodynamically stable throughout the procedure. The pvl was attributed to eccentric annular calcification. The native annular calcification was severe and the native leaflet calcification was moderate.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, patient factors [severe eccentric annular calcification] contributed to the paravalvular leak post valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.